Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion however the shaft of the device was fractured. The device was removed by the physician and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. Microscopic examination and tactile inspection revealed numerous kinks in the hypotube of the device; however, there were no fractures or separations to the device. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary artery. A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion however the shaft of the device was fractured. The device was removed by the physician and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).